Event description:
Event description boston scientific received information that this pacemaker patient had a cardiac arrrest,due to aspiration. A loss of capture was noted on the monitor, and 14 episodes of ventricular tachycardia recorded in the logbook. The patient had a threshold measurement of 3.2v @ .4ms. The pacemaker had the output programmed to 3.5v. The patient's daily measurements displayed lead impedance mesurements of 1120 ohms and the r-waves were 9mv. The impedance measurements that day were 800 ohms. There was no noise on the leads. The technical services consultant(tsc) reported that the 1120 ohms was high for that lead and was concerned there may be an issue with the lead, suggested checking the lead by trying to manipulate the pocket and with isometrics. The fcr noted that the patient is in ICU on a ventilator and cannot do isometric's.